Event description:
It was reported that the clinician had "difficulty securing the syringe to the catheter for balloon inflation" and "more force was needed to insert the syringe".

Manufacturer narrative:
It was reported that the clinician had "difficulty securing the syringe to the catheter for balloon inflation" and "more force was needed to insert the syringe". The customer reported that the incident led to "leakage" causing the foley balloon to not be "fully inflated". The customer reported that the incident did not lead to any patient harm, and no follow up care was required related to the reported incident. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.